Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) required external resuscitation. There were concerns why the device did not deliver shock therapy as evidence suggests that this patient was in a true ventricular fibrillation (vf) rhythm. Boston scientific technical services (ts) discussed programming and possible undersensing due to noise present on both the rate/sense channel and shock channel. No further complications have been reported and this product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.